Manufacturer narrative:
(B)(4). The sample has been received for evaluation. However, the sample has not been evaluated as of yet. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during troubleshooting for an unrelated alarm, the home patient (hp) noticed air in the patient line. During troubleshooting nothing unusual was found that could have caused or contributed to the reported issue. The technical service representative (tsr) advised the hp to start the therapy over using all new supplies. The tsr assisted the hp with ending the therapy. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was received for evaluation and the reported problem was not confirmed. Visual and functional testing was performed and the product met specification. The cause for the air in the patient line was undetermined. If additional relevant information is received, a supplemental medwatch will be filed.